Event description:
The pt stated that on 10/22/06 she was driving on the interstate and she started to feel "a little woozy" and sick. She pulled over and checked her blood glucose and it was at 378 mg/dl. She noticed that her infusion set tubing was broken at the luer lock. The infusion set had been in use for 1.5 days. She drove back home and changed her infusion set and was able to bring her blood glucose level back to normal after blousing. She stated her normal blood glucose range is 100-150 mg/dl. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.